Event description:
It was reported that the patient called the rn to report that the her head and bed were wet. The rn was with another patient and asked for a different rn to address the patient's concerns. The new rn disconnected the patient from the IV tubing set in order to allow the patient to change into dry clothes. At 0605, the patient called the rn again to state that she was ready to be reconnected to the IV antibiotics. The rn reconnected the cefepime 2g0.9% sodium chloride 100ml to the patient's PICC line and immediately noticed the patient's blood back flowing into the tubing set. The rn examined the tubing set and found that there was a hole noted in the set. The customer further stated that although the patient did not receive the entire cefepime antibiotic dose, there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The customer¿s report that there was a hole in the set was confirmed. A small tubing tear was observed on the tubing at 56 inches below the lower fitment. The tear was observed to be jagged at the tear site. Dark orange fluid was also observed within the tubing throughout the set. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No other anomalies or tools marks were observed around the tear or throughout the set. The tear was measured to be 0.1165 inches long. Functional testing was performed and the set leaked from the tubing tear that was observed during visual inspection. No other leaks were observed throughout the set. The root cause of the tear could not be identified.

Manufacturer narrative:
Concomitant medical products: PICC; 100ml baxter bag, lot #: p393728, exp jun20, 0.9% sodium chloride injection; cefepime injection vial, lot #: 108157c, exp 03/2022. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. The customer stated that the patient was an adult patient.

Event description:
It was reported that the patient called the rn to report that the her head and bed were wet. The rn was with another patient and asked for a different rn to address the patient's concerns. The new rn disconnected the patient from the IV tubing set in order to allow the patient to change into dry clothes. At 0605, the patient called the rn again to state that she was ready to be reconnected to the IV antibiotics. The rn reconnected the IV antibiotics to the patient's PICC line and immediately noticed the patient's blood back flowing into the tubing set. The rn examined the tubing set and found that there was a hole noted in the set. The customer further stated that although the patient did not receive the entire cefepime antibiotic dose, there were no adverse effects caused to the patient from the event.